Event description:
The customer stated that after a normal atrial fibrillation procedure, the patient did not wake up. It was reported that a cerebral stroke was suspected and the patient was transferred to the stroke and neurology unit. The patient reportedly had hemiparesis and has not yet been discharged from the neurology unit. It was reported that the causality of the event was possibly related to a non-bwi product. Besides the coolflow pump, the other biosense webster product used during the procedure was a navistar catheter.